Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported for the last several weeks on/off they noticed their ins battery and controller battery pack depleting faster than normal. Pt noted their ins battery would deplete from 70% to 0% overnight which never used to occur. Pt confirmed they leave their stimulation turned on all the time. Pt said they also noted the battery pack would deplete faster when charging their ins. Patient services specialist (pss) reviewed ins battery depletion was dependent on ins settings and usage. Pss reviewed the battery pack depletion when charging their ins could be dependent on the ins settings. Pt confirmed they had no issue charging their controller battery to 100%. Pt initiated a charge session to their controller and confirmed their was a green blinking light on the controller. Pt noted the controller battery was at 50% and their ins battery was at 90%. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Product ID 97745, serial# unknown. Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the reason for call was for the last month and getting worse pt noted the ins battery would be at 60% or 70% but then it would turn itself off and it was getting worse for it was very bizarre. The patient was redirected to their healthcare provider to further address the issue. Pt noted they had an MRI today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported they were sent a new controller and controller battery because their implant battery would go from 100% to 0% in an hour. Now the pt had the controller plugged into the ac power supply and it displayed a green flashing light. The pt noted they could not charge anything and they kept getting the message no device found. The pt did not know if their implantable neurostimulator (ins) was charged or not and the pt did not have their recharger with them. Once the pt has the recharger present they will attempt to recharge the ins and they will call back if needed. Additional information was received from a patient (pt). It was reported that they were having a gigantic problem. Pt stated that they had troubles with the old system that they still had as the equipment just dies and won't charge. Pt stated that they were sent a new controller, however that didn't work so they were then sent a battery. Pt stated that the battery wouldn't go in right, so they were then sent a new cover that was bigger. Pt stated that they had the equipment set up working, however they couldn't charge the controller or the ins. Pt stated that the controller would say cannot locate device. Pt stated that the controller was currently at 40% and that the ins was at 50%. Based on the model and serial numbers the pt provided to pss, it was discovered that the pt was using the old equipment and not the replacement equipment. Pss had the pt start using the replacement equipment during the call. Pt noted that the new lid (controller cover) was harder to remove than the other one and that the power supply was not the easiest to plug into the outlet since the prongs would turn up. Pt also noted that they used a letter opened to remove the battery pack from the controller. Pss had the pt plug the power supply into the replacement controller with the replacement battery pack inserted in the controller; pt stated that the light was flashing on the controller and that it was a yellowish green color. The controller was at 0% and the ins was at 50%. Pss advised the pt to recharge the controller fully and then recharge the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pt called back stating they were having a lot of trouble with their controller and thought they needed a new one. In the last 2 or 3 weeks and getting worse pt had to constantly charge their controller. Pt would go to bed with the controller battery at 90% and wake up with the controller battery at 0%. It was not working correctly and it took a couple hours to charge the controller from 0% for it actually took 3 hours. Pt had reset the controller battery and a plastic piece had broken in the controller, pt did not know if the battery or controller had a piece break off but it was black and l shaped. Pt noted it was impossible to take the battery out. During call when examining the controller battery compartment they said the pins were not straight for they were wavy and all bent. Pt noted when the controller was shook something would jiggle in the controller. When examining the controller battery the left tab was normal then they got lower as they looked at the other pins.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# (B)(6), product type: accessory. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt stated that they had called back a while ago as the controller wasn't working properly so they were sent a new controller, but the controller battery still wasn't charging as it should. Pt reported that the controller battery wasn't holding a charge as they would go to bed with the controller at 80% and that the controller would be dead in the morning. Pt noted that they had to recharge their ins two or three times a day. Pt stated that once the controller reached 100%, it would still take a half hour to actually fully finish charging. Pt stated that the battery pack serial number should be printed bigger. Pt stated that they had lost the return packaging for the old controller, so they would send back the old controller with the old battery pack from this replacement. Pss sent an e-mail to repair to replace the battery pack.